Manufacturer narrative:
The product is expected to be returned for additional testing. Additional information will be submitted within 30 days of receipt.

Event description:
During an angioplasty of the infrapopliteal artery the guide thread of the pgw .018 wire was used in the distal segment of a patient arriving at his ankle. The injury that would be treated was not completely occluded. The thread was giving the track for a balloon catheter savvy long. During the descent of the balloon the guide thread unweaved, but could be completely removed from the patient's artery. This kind of problem is the fourth of this year.

Manufacturer narrative:
The complaint report stated that during an angioplasty of the infrapopliteal artery, the sv018 guidewire was advanced into "the distal segment of a patient arriving at his ankle". The lesion was not completely occluded. The wire was being used to track a savvy long pta balloon catheter. During the descent of the balloon, the guidewire unraveled but could be completely removed from the patient's artery. Multiple attempts to obtain additional clinical information were unsuccessful. One x-ray image was received; this shows the distal tip of the wire overlying the tibia; however, the vasculature is not visible (no contrast injection) so vessel/lesion characteristics cannot be determined. One non-sterile guidewire was returned for analysis. The distal coil was found unraveled and stretched. When observed under a microscope, the distal tip appeared to be fractured. Sem analysis revealed that the flat and the round core wire fracture surfaces presented evidence of bending and smearing characteristics. Reverse bending and/or pulling could be related to these surface characteristics. Cutting was discarded as a root cause by comparison with a sample cut by the engineer. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint was confirmed; however, there are no indications that this is related to the manufacturing process. The device did not present any obvious indications of manufacturing defect or anomaly. Review of the limited information provided suggests that procedural factors and device handling may have contributed to this event. No actions will be taken at this time.